Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for remote follow up via merlin.net with episodes of post- paced t wave over-sensing exhibited by the implantable cardioverter defibrillator. There were no patient consequences. Further information was requested but not received.

Manufacturer narrative:
E2.

Event description:
Additional information received indicated the ICD was reprogrammed successfully. The patient was stable throughout.

Manufacturer narrative:
Correction: return not received, appropriate codes inputted.